Manufacturer narrative:
The device is available for evaluation. It is yet to be received.

Event description:
The event involved a leak of taxol from the filter on a plum set. The device was in use for two hours. There was patient involvement, but no harm reported. No additional information has been provided.

Manufacturer narrative:
No 140099290 product samples, videos, or photographs were returned for investigation. The device history review was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided. The reported complaint cannot be confirmed.